Manufacturer narrative:
Date rec'd by MFR: 10aug2019. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the air flow sensor pcba created the air flow accuracy, o2 flow accuracy, and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The customer troubleshot with technical support. The customer replaced the flow sensor assembly and the issue was addressed.

Event description:
It was reported that the ventilator was failing the o2 mix accuracy test. There was no patient involvement. Event date not specified: estimate used.